Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: product investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the hudson connection area and post deformed. Additionally, device had signs of heavy usage on its surface, delaminated patterns on the connection edges and their following sub-components were not returned for evaluation: assembly frame, the cover drive shaft and the sub-assembly head drive. The observed condition of the device can be caused by exposure to unintended forces such as activating the device before the hudson adaptor was properly seated or aligned with its mating component. However, taking in consideration the aspect of the device, the observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. As for the missing components, a specific root cause cannot be established with the information and evidence provided. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage. A manufacturing record evaluation was performed for the finished device mj3671001 lot number, and no non-conformances nor manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the angled rmr driver hudson would have contributed to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 04-oct-2019. 3) any anomalies or deviations identified in DHR: no. 4) expiry date: n/a. 5) IFU reference: IFU-78410160. A manufacturing record evaluation was performed for the finished device mj3671001 lot number, and no non-conformances nor manufacturing irregularities were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during manufacturer's preliminary examination of the device it wa identified that the hudson connection area and post were deformed. Additionally, device had signs of heavy usage on its surface, delaminated patterns on the connection edges. No adverse patient consequences, no surgical delay.